Manufacturer narrative:
All the buttons functioned properly and no moisture damage on keypad traces noted. Device passed displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and no delivery tests. Device had scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the down button was unresponsive. Customer's blood glucose was 470 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.